Event description:
It was reported by the patient she underwent a ventral hernia repair procedure on (B)(6) 2005 and mesh was used. The patient began experiencing issues immediately. The mesh has fallen apart and there are holes in the mesh. The patient has abdominal pain and has begun developing a cyst. The patient reported that the surgeon refuses to remove the mesh. There is scar tissue weaved in and out of the mesh. Additional information was requested.

Manufacturer narrative:
(B)(4), conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.